Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulator (scs) had moved on top of the sacroiliac (si) joint causing increased pain. The patient underwent a revision procedure wherein the ipg was replaced and relocated to a higher position. The patient was doing well postoperatively. No device malfunction was suspected. The explanted ipg will not be returned.